Event description:
It was reported via repair work order that the side rail may not have been able to be latched due to a broken pivot block. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the side rail may not have been able to be latched due to a broken pivot block. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the manufacturer's investigation it was found that the patient right siderail was hard to latch in the upright position because of a broken/damaged pivot block. However, the side rail could still remain latched in the upright position in the condition that it was in.